Event description:
The customer reported they have an alarm that has damages but couldn't provide exactly what the product issue was. They reported possibly the alarm might have corrosion and or the hold/suspend button is coming off but they couldn't be more specific for the reason of the return of the alarm. The customer reported they are cleaning the alarm with super sani wipes and are not reusing the batteries between pts. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Result - eval of the returned product found the alarm powers on but there is no sound. There are scratches on the outside of the alarm case. (B)(4).